Event description:
Patient reported pain in the chest area, fatigue, listlessness, insomnia, anemia, breast (side unknown) changed shape, turned out that the device has rotate and a capsular contracture baker grade IV. The device was explanted. Right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis of device: visual analysis of the photographs identified broken device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was contracture baker grade IV.